Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the endoscope reprocessor had a water filter that was not replaced for nine months and endoscopes were reprocessed. The issue was found during reprocessing. There were no reports of patient harm as a result of this event.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause was user. The event is detectable by handling the product in accordance with the following instructions for use: oer-6 instruction operation manual ""chapter 7 monthly or weekly tasks as necessary_7.3 replacing the water filter (maj-2317)"". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.